Event description:
It was reported that during testing prior to a procedure at the user facility the core impaction drill was overheating and water was coming out of the end of the device. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.